Event description:
The suction irrigator did not sound like it was working properly. Rn went to check the line connector to the bag and it appeared to be leaking fluid onto the floor. When rn touched the part of the irrigator where the batteries are located it was wet and had a brownish appearance. The floor had a brownish appearance where the fluid leaked. Rn notified surgical team but there was already fluid in the patient from the irrigator.